Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Insulin pump passed unexpected restart error test, passed all operating currents, tested within the specific range, and passed off no power test. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and minor scratches on display window were noted.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. He was unable to exit the priming stage. The insulin pump kept pushing insulin out of the infusion set. Customer's blood glucose level was 184 mg/dl. The drive support cap was sticking out. The insulin pump was dropped. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.